Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/18/2025. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? Please refer to attached photo. Do you believe this is a result of damage during shipping, or a manufacturing error? A result of damage during shipping. H3 investigational summary: the product was returned to ethicon for evaluation. Four unopened samples were received for analysis. Product code w9391. During the initial inspection of the samples, a big hole was observed in three foil packets, suggesting it was caused from the outside in by an unknown object compromising their sterility. On the other packet no holes were noted but was torn. Furthermore, all four packets exhibited excessive wrinkles in the cavity area. Due to the damage found on the device, the complaint is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows four closed foils labeled as w9391 lot number qlmchq expiration date 2025-09-30, packages are observed out of their box damaged, photo analysis is not clear to determine the integrity of the product. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that total 4 products occurred the primary package of the suture was found damaged prior to use. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.